Event description:
It was reported multiple daily occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Reportedly, the customer does not cycle the cartridge during the load sequence, which is considered off label use.